Event description:
It was reported an air leak was noted at the hemostasis valve of the introducer sheath, during the procedure.

Manufacturer narrative:
One 8f fast-cath hemostasis introducer and a 7.5f dilator were received for eval. Review of the device history record confirmed the following lots met mfg requirements prior to shipment. In conclusion, visual inspection and functional testing did not reveal a valve leak at the hemostasis seal in the fast-cath hemostasis introducer hub. The cause of the reported valve leak is unk.